Event description:
Information received by medtronic indicated that the insulin pump was over delivering because the customer¿s blood glucose was low for 2 days and the insulin pump did not notify low. Customer was hospitalized due to low blood glucose level. Customer's blood glucose level was 2.3 mmol/l. Customer's blood glucose level at the time of hospitalization was 2.0 mmol/l. Customer was treated with 10% glucose. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.